Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a bag containing a guidewire and a plastic hoop. The guidewire was observed to be unraveled which indicates the core wire was broken. It could not be clearly seen from the returned photograph if the coiled wire was broken. Use residue could be seen on the sample in the returned photograph. No further details of the damage could be discerned in the returned photograph. While the exact cause of the observed damaged guidewire could not be determined from the returned photograph, possible causes include inadvertently advancing guidewire into tissue, withdrawing guidewire over needle bevel, advancing/withdrawing against resistance, and excessive tensile (pulling) force.

Event description:
It was reported by the customer that felt resistance when placing midline and went to retract wire and needle simultaneously. When wire was retracted, they noticed wire was unraveled at the end. Wire was retrieved and patient had to be stuck again. Additional info received on 07-june-23 : patient has a history of alcohol abuse and diabetes. No urgent/life threatening situation event discovered when withdrawing the guidewire. The wire did not break but did unravel. No pieces were retained in the patient. A chest, clavicle and arm xray was obtained. Patient did no experience any symptoms, complications or negative outcomes. Additional information received 6/8: wire unraveled approximately 15-20cm from the tip.

Event description:
It was reported by the customer that felt resistance when placing midline and went to retract wire and needle simultaneously. When wire was retracted, they noticed wire was unraveled at the end. Wire was retrieved and patient had to be stuck again. Additional info received on 07-june-23 patient has a history of alcohol abuse and diabetes. No urgent/life threatening situation event discovered when withdrawing the guidewire. The wire did not break but did unravel. No pieces were retained in the patient. A chest, clavicle and arm xray was obtained. Patient did no experience any symptoms, complications or negative outcomes. Additional information received 6/8: wire unraveled approximately 15-20cm from the tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.